Manufacturer narrative:
E1. Initial reporter city: (B)(6). D1 brand name: updated to rotapro. D4 model number : updated to 39467-200. D4: lot number: updated to 0027258892 . D4 catalog number: updated to 39467-200 . D4 expiration date: updated to 05/05/2023. D4 UDI: updated to (B)(4). G1. MFR site facility name: updated to boston scientific scimed, inc. G1. MFR site address 1: model farm road. G1. MFR site city: cork. Device evaluated by MFR: the returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The rotawire used in the procedure was returned within the rotapro device. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection presented no damage or irregularities to the device. Functional testing was performed by attempting to remove the returned rotawire, and the returned rotawire was able to be removed without issues. The returned rotawire was then able to be reinserted and passed through the device with no resistance or issues. Product analysis was not able to confirm the reported events, as the returned rotawire was able to be removed from and reinserted into the rotapro device with no resistance or issues.

Event description:
It was reported that the device was stuck. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery. A 330cm rotawire was selected for use. During the procedure, the device was adjusted and advanced with 180,000rpm outside the body. However, it was noted that severe resistance was felt immediately after the guiding catheter was inserted, so it was removed. When the device was checked outside the body, it was already stuck with the wire. The procedure was completed with another of the same device. There were no complications reported. Rotapro atherectomy system was returned for analysis and investigation was completed on 21dec2021. The burr catheter was received attached to the advancer unit. The rotawire used in the procedure was returned through complaint 14470087 and was received within the rotapro device. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection presented no damage or irregularities to the device. Functional testing was performed by attempting to remove the returned rotawire, and the returned rotawire was able to be removed without issues. The returned rotawire was then able to be reinserted and passed through the device with no resistance or issues.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). D1 brand name: updated to rotapro. D4 model number : updated to 39467-200. D4: lot number: updated to 0027258892 . D4 catalog number: updated to 39467-200 . D4 expiration date: updated to 05/05/2023. D4 UDI: updated to (B)(4). G1. MFR site facility name: updated to boston scientific scimed, inc. G1. MFR site address 1: model farm road. G1. MFR site city: cork.

Event description:
It was reported that the device was stuck. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery. A 330cm rotawire was selected for use. During the procedure, the device was adjusted and advanced with 180,000rpm outside the body. However, it was noted that severe resistance was felt immediately after the guiding catheter was inserted, so it was removed. When the device was checked outside the body, it was already stuck with the wire. The procedure was completed with another of the same device. There were no complications reported. It was further reported that the a 2.00mm rotapro was used together with the rotawire.

Event description:
It was reported that the device was stuck. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery. A 330cm rotawire was selected for use. During the procedure, the device was adjusted and advanced with 180,000 rpm outside the body. However, it was noted that severe resistance was felt immediately after the guiding catheter was inserted, so it was removed. When the device was checked outside the body, it was already stuck with the wire. The procedure was completed with another of the same device. There were no complications reported.

Manufacturer narrative:
(B)(6).